Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d.9., h.3., h.6.

Event description:
Healthcare professional reported rupture confirmed via CT scan. Healthcare professional later reported "biv". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported rupture confirmed via CT scan. Healthcare professional later reported "biv". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported rupture confirmed via CT scan. Healthcare professional later reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.